Manufacturer narrative:
The inner shaft of a wallflex biliary rx delivery system was received for analysis; the stent and the rest of the delivery system were not returned. Visual analysis of the returned device found that the inner shaft was detached and kinked. No other issues were noted with the device. Device analysis determined that the condition of the returned device was consistent with the reported event. The noted damages to the returned device were consistent with excessive force being applied during device usage and are likely due to anatomical or procedural factors, which limited the performance of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx fully covered stent was implanted to treat a malignant stenosis in the bile duct due to cholangiocarcinoma during a stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, movement of the handle was noted to not be good but the physician was able to deploy the stent with some difficulty. During removal of the delivery system, about 20 cm of the inner catheter's distal end was found protruding from the endoscope. The scope, with the detached inner inside, was successfully removed from the patient and the inner was easily removed from the scope by hand. The stent remains implanted and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the stent remains implanted, the detached suspect device component has been received, however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx fully covered stent was implanted to treat a malignant stenosis in the bile duct due to cholangiocarcinoma during a stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, movement of the handle was noted to not be good but the physician was able to deploy the stent with some difficulty. During removal of the delivery system, about 20 cm of the inner catheter's distal end was found protruding from the endoscope. The scope, with the detached inner inside, was successfully removed from the patient and the inner was easily removed from the scope by hand. The stent remains implanted and the procedure was completed. There were no patient complications reported as a result of this event.